Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Event description:
It was reported that the patient developed redness, swelling, and tenderness at the pocket site a few days after stage 1 trial. The doctor elected to explant the tined lead due to concern for infection, and the patient has been taking antibiotics. The plan is to complete the antibiotic course and re-evaluate before deciding on moving forward with a full implant. The patient reported that the redness has improved and has been doing well. There were no further complications.